Event description:
It was reported that the ccu nurse trying to start therapy. Arctic sun device primes and stops. Had them disconnect and reconnect pads using proper technique. Restarted therapy and guided to diagnostics: system hours 3978, pump hours 3262, inlet pressure (ip) was negative 1.4psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. They will grab a new device and if there was no flow they will call back. No further calls. Per follow up information received via phone on 06apr2026, spoke with them who confirmed a device swap resolved the flow issue. Patient continuing therapy at this time on a new device. Per follow up information received via phone on 07apr2026, spoke with biomed who requested circulation pump prices to repair onsite. Referred to customer service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.